Manufacturer narrative:
UDI: (B)(4). Images of the procedure were provided for review. The clinical observation was confirmed through review of these images. However, the device was not returned for analysis; therefore the event cause could not be determined. Reference MFR report number: 2029214-2015-05152.

Event description:
Medtronic received information that during treatment for a symptomatic saccular unruptured lica aneurysm this device became "torsed" in the middle and proximal segments. It was reported that the device was resheathed two times in an attempt to deliver the device. It was further noted that there was moderate vessel tortuosity. Balloon angioplasty was then performed and full wall apposition was achieved. There was no patient injury as a result of this event. Post angiogram results showed stasis.